Event description:
Pt's husband stated "syringe seemed so small" so he used 10 ml syringe. Pt was given 2 ml instead of 0.25 ml of oms. Hha noticed changed after husband told her he wasn't sure how much was given. Pt stated "sleepy and dizzy." Hha immediately called pt care manager. Pt care mgr sent out an lvn immediately and contacted md. Md let lvn and family know they could go to ER if felt like it. Family opted not to go. Only temporary side effects to pt. Pt counseling provided: unk. (B)(4).